Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they tried to rewinding and insulin pump had frozen display. The customer¿s blood glucose level was unknown at the time of the incident. Customer was unable to successfully clear the alarm and buttons did not begin to work in less than 5 minutes without battery change. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received frozen screen and constant error 130 during power up due to motor flex not plugged in properly. Unable to perform displacement test, self test, rewind, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 130. However, motor tested outside the insulin pump and passed.